Event description:
The facility rep reported a fail code 703 before use. Although baxter attemoted to obtain information, details were not available regarding additonal contact information. The hospital rep. Stated that there were no reports of pt injury or medical intervention. No additional is available.